Manufacturer narrative:
Pump documented on 3012307300-2020-00542.

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir may have caused a cadd-legacy one ambulatory infusion pump to alarm with no message displayed. It was reported that the patient subsequently switched to a back up pump and used a new cassette "without issue" to continue their life-sustaining infusion. No adverse patient effects were reported.